Event description:
Please refer to medwatch MFR report number 2954917-2012-00033. This report is for the second device involved in the case. Pt was a (B)(6) male with a left middle cerebral artery (mca) ml occlusion. Physician made two passes with a merci retriever v 2.0 firm and three passes with a merci retriever v 2.5 firm. Pt had a thrombolysis in cerebral infarction (tici) score of 2a after treatment. Post-operatively, an intracerebral hematoma as well as a hemorrhage at right frontal lobe white matter and right basal ganglia were confirmed. There was also a dissection at the inferior trunk of the left m2 region. No medical intervention was performed for the hemorrhage. Percutaneous transcatheter angioplasty was performed as a treatment for the dissection. During procedure, 56.4 mg of tissue plasminogen activator (t-pa) was administered to the pt. Physician believes that the cause of the hemorrhage was due to recanalization of the vessel and that the dissection was attributed to the peel-off of intima with the merci retrievers. There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., patient factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome.

Manufacturer narrative:
Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number fort the device was not reported to concentric medical, the mfg records for the merci retriever v 2.5 firm device could not be reviewed.